Event description:
During surgery, the surgeon had a problem with the hook and the tip of the pin. Therefore, to push out the hook, he tried to turn the t-handle. However, the hook was not able to be pushed out from the tip of outer pin. The surgeon changed the pin to another new pin and the surgery was completed with a new pin.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.